Event description:
Doing a bilateral case using the same size introducers and balloons. One side was fine, the other side, the balloon was very tight going into the cook introducer sheath and was so hard to pull out that the balloon shaft snapped.